Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization procedure of the prostate, the greenlight fiber broke at the laser exit. The fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that during a procedure the greenlight fiber broke at the laser exit. There were no reports on patient complications.